Event description:
Rn noticed that fluid was leaking from tubing for infants pa fluids. Found to be leaking from area around the vent hole by spike on tubing. Congealed pa was noticed outside of tubing just above drip chamber. Did not appear to be leaking from bag, just tubing. Ps fluids changed with new tubing and defective tubing turned into head nurse.